Event description:
A journal article was obtained on 02-jul-2026 that reported a retrospective study from china conducted between january 2016 and december 2017. The purpose of the study was to evaluate the survival rate and short-term clinical outcomes of hybrid unicompartmental knee arthroplasty (uka). The study reviewed 150 ukas (150 patients) with a minimum follow-up of 3 years. The oxford phase-3 (zimmer biomet) hybrid uka, with a cemented tibial component and a cementless femoral was used in all knees. Bmd was considered in the preoperative assessment. If patients had osteoporosis, cemented uka was used in their knees. There were 64 males and 91 females, with a mean age of 62.03 years (range, 47¿83 years). The study had a mean length of follow-up of 3.6 years (range, 3-6 years). The article reported two patients experienced chronic soft tissue pain. No reoperation was required. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4) b3 event date is the publication date of the article. D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: unknown oxford tibial component, lot unknown oxford bearing, lot unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Zhao, y., zhou, t., fang, o., yang, y., wang, p., li, x., zhao, j. (2026). Short-term outcomes after hybrid unicompartmental knee arthroplasty: a retrospective cohort study with minimum 3-year follow-up. Medicine (baltimore), 105 (12). Http://dx.doi.org/10.1097/md.0000000000047572.